Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 575cc saline breast implant, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 575cc saline breast implants which the left side deflated after implantation. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent near to the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received on 8/20/2018, indicated that the replacement devices were smooth round moderate profile saline implants for both right and left side. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the reports were duplicates of a manufacturer report number 1645337-2018-02742. All future information will be reported in this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/24/2018, additional information indicated that the date of explant scheduled for (B)(6) 2018. The device history record (DHR) of lot number 5821010 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. On 7/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the supplemental report submitted 7/26/2018, it was incorrectly reported that the device had been returned for analysis. The device has not yet been received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).